Event description:
It was reported that a new pump user experienced hyperglycemia after dinner while using the device, reaching a reported blood glucose of 380 mg/dl for approximately three hours, after which the caregiver disconnected the pump and administered a subcutaneous humalog injection; the caregiver noted a strong insulin odor at the connector, and a potential leak at the connector was discussed, with troubleshooting and education provided on supply change and reconnection steps. Symptoms included hyperglycemia without reported ketones or acute complications. Outcomes included use of backup insulin therapy without medical intervention or hospitalization. Investigation included remote triage and user education regarding possible infusion set or connector leakage and guidance on reconnection and technique. Investigation of this case revealed a suspected connector leak and user-initiated pump factory reset, which would require the pump to relearn dosing behavior upon reconnection. It was concluded, based on previously established findings for similar reports, that the cause was likely infusion pathway leakage and user handling factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.